Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Healthcare professional reported right side deflation via mammogram. Healthcare professional also reported particles in valve. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as fold flaw opening. ¿ particles in valve: not observed. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported right side deflation via mammogram. Healthcare professional later reported "hole in radius (edge)" and "particles in valve." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, d6b, h6.